Manufacturer narrative:
Legal claim received on 30-jun-2016: the plaintiff was implanted on or about (B)(6) 2013. Shortly after being implanted with essure, she began experiencing abnormal bleeding, severe abdominal pain, pain during intercourse and severe back pain. On or about (B)(6) 2013 she underwent a confirmation test to ensure the essure device to confirm tubal occlusion. On (B)(6) 2015, she underwent a removal of the left coil and fallopian tubes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after she had abnormal bleeding. When she went back for her 3 month checkup, the doctor informed her that one of her coils had migrated to her ovary (interpreted as device migration). She had a surgery to remove the coil from her right ovary. She also experienced severe discomfort with the remaining coil especially during intercourse (seen as abdominal discomfort). She underwent a removal of the left coil and fallopian tubes. A legal claim was received upon follow up. Device migration, abnormal bleeding and abdominal discomfort are listed in the reference safety information for essure. Although the exact time point and mechanism of this migration (perforation implied) are not known, given the nature of this event, a causal relationship with essure cannot be excluded. With regards to abnormal bleeding and abdominal discomfort, considering that both of these events may occur with essure therapy, a causal relationship between these events and essure inserts cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Based on available information, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5057928) in united states on 30-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer had the procedure done and went back for her 3 month checkup and the doctor informed her that one of the coils had migrated to her ovary. In 2013 she had a surgery to remove the coil from her right ovary. She has also had some severe discomfort with the remaining coil especially during intercourse over last couple of years. On (B)(6) 2015 she had another surgery to remove the left coil. Concomitant medications include hydrocodone/acetaminophen, ibuprofen 800mg for pain, (B)(6), multivitamins. The seriousness criteria hospitalization was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Follow-up from 22-dec-2015: no further information was obtained despite follow-up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when she went back for her 3 month checkup, the doctor informed her that one of her coils had migrated to her ovary (interpreted as device migration). She had a surgery to remove the coil from her right ovary. She also experienced severe discomfort with the remaining coil especially during intercourse (seen as abdominal discomfort and painful intercourse). Another surgery was performed in order to remove the left coil. These events, except painful intercourse, are serious and listed in the reference safety information for essure. Painful intercourse was considered non-serious and listed. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. With regards to the other event, considering that abdominal discomfort may occur with essure therapy, a causal relationship cannot be excluded. In this case, the seriousness criteria hospitalization was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. However, since surgical intervention was performed, this case was regarded as incident. Further information could not be obtained. Product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-mar-2016: ptc investigation results were provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when she went back for her 3 month checkup, the doctor informed her that one of her coils had migrated to her ovary (interpreted as device migration). She had a surgery to remove the coil from her right ovary. She also experienced severe discomfort with the remaining coil especially during intercourse (seen as abdominal discomfort and painful intercourse). Another surgery was performed in order to remove the left coil. These events, except painful intercourse, are serious and listed in the reference safety information for essure. Painful intercourse is non-serious and listed. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. With regards to the other event, considering that abdominal discomfort may occur with essure therapy, a causal relationship cannot be excluded. In this case, the seriousness criteria hospitalization was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. However, since surgical intervention was performed, this case was regarded as incident. Further information could not be obtained. Based on available information, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.